Event description:
Mp surgery was performed on (B)(6) 2012. Then around (B)(6) 2012 it was confirmed that the plate broke. The plate was extracted and other system was used to fix the bone.

Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.